Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, to resolve the accidents and loss of therapy, the device was increased to number 8. They reported that it was working fine and no accidents were happening. They later said they still needed more relief. They checked the implanted neurostimulator (ins) and the stimulation was on at 0.8 volts (v), so they increased to 0.9 v. They were going to try that setting and follow-up with a hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that it was awful and it worked at first but was not working at the time of the report. The patient called three days after the initial report to state they were disappointed with their device because they were having all the accidents they had before the implant was put in. The patient stated the implant was not working and it was the second week after they had it implanted. The programmer showed the stimulation was off. The patient turned stimulation on and could not feel it. The patient increased stimulation to 0.8v and could feel it. The patient was to monitor symptoms and further discuss with their healthcare provider at their appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who was having a return of accidents. They have access to their patient programmer (pp) at the time of the call, synced to their implantable neurostimulator (ins) which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased from 1.3v to 1.6v on program 1. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp) and they should review any direction previously provided by the hcp. It was further added that they should complete a voiding diary to track progression/therapeutic response as well as therapy expectations. They were also redirected to their hcp if the problem/symptoms don't resolve. The event was considered a gradual change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-jun-24. The patient reported that they were experiencing extreme pain and were crying. The patient stated that they could not make a bowel movement and could not reach their healthcare professional (hcp). The patient noted that the pain was not from stimulation at all and that they just could not make a bowel movement. It was indicated that the issue was not resolved at the time of report. No further complications were reported or were expected.